Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized for abdominal pain. On the same day as the onset of event, the patient was treated with vancomycin injection (1gm, per day, ongoing), amikacin injection (150mg, per day, ongoing) and forum injection (500mg, per day, ongoing) for this event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.